Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the patient had a chalazion on (B)(6) 2014. The chalazion was cut out and drained. The condition was resolved and was not related to the icl.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2013. The patient reported halos and blurred vision at night. The icl remains implanted. The patient had a recurring stye, which was surgical removed. The stye was determined not to be icl related. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - it was reported by the patient that she was experiencing subjective visual disturbances ("halos, blurred night vision") following icl implantation last year. The patient also reported recurring stye (chalazion) needing surgical removal. According to the dcr, dated on (B)(6) 2014, the most likely cause of the reported event was patient related factor (chalazion) that was surgically removed (drained). After the intervention, the issue resolved and patient va was 20/16. Icl remains implanted. It should be noted that a chalazion (meibomian cyst) is a chronic inflammatory lesion caused by blockage of meibomian gland orifices and stagnation of sebaceous secretions and therefore not icl related in origin as confirmed by dcr. It is well known that this cyst could make a pressure on the cornea causing blurred vision from induced astigmatism. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the reported event was patient related factor (chalazion). (B)(4).

Manufacturer narrative:
(B)(4) - halo; blurred vision; (stye). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).